Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured a couple instances of low voltage hazard/no external power while using the mobile power unit (mpu) on (B)(6) 2025. There was a total loss of power to the mpu resulting in the backup battery (ebb) being enabled in the system controller until power was restored to the mpu. These events were brief in nature. No other unusual events were noted in the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log file. A review of the submitted log file spanned approximately 30 days (B)(6) 2025 per time stamp). On (B)(6) 2025 at 05:54:13, (B)(6) 2025 at 07:22:49, and (B)(6) 2025 at 23:37:28, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~2.5-3.6v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after each time power was restored. The backup battery was able to provide power to the controller during these events. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu was not returned for analysis. It is unknown if the mpu had a v-lock connector, if the ac power cord came loose, or if there was a loss of power to the house. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Device history records could not be reviewed due to the serial number of the mpu being unavailable. No further information was provided. The manufacturer is closing the file on this event.